Manufacturer narrative:
The device was returned to smiths medical. Visual inspection identified: wear and tear, a damaged enclosure, front cover, and line cord. Also, the tank cover was severely cracked. Cracks in the tank cover at the screw holes were caused by customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that leaking occurred, and the device was not working properly. No patient injury was reported.